Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. Patient's mother tested the alert functionality and reported the alerts were not functioning correctly. Patient's mother did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the device does not turn on. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The downloaded receiver log did not find any errors. A manual drop test was performed and the test failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.